Manufacturer narrative:
On 03/05/2014, the field service engineer (fse) evaluated the instrument and found bubbles in the sodium electrode. The fse replaced the electrode and carbon bridge. The fse also found the vacuum side on eic (electrolyte injection cup) valve had a tear and replaced it. The problem continued to occur. The fse then replaced the ratio pump, which resolved the issue.

Event description:
The customer reported erroneous high sodium (na) test results were generated for two patient samples while using a unicel® dxc 600i synchron® access® clinical system. The erroneous test results were reported out of the laboratory. The samples were retested with lower results and amended reports were issued. There were no reports of affect to patient treatment, death or injury associated with this event.